Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the extension line and luer hub was found separated during use on the patient. No medical intervention was needed, and the current patient's condition is fine.

Event description:
It was reported on 15aug2022, the extension line and luer hub was found separated during use on the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l cvc for analysis. Definite signs of use were observed on the catheter and within the extension line. Visual inspection revealed the proximal extension line was separated directly adjacent to the luer hub. Remains of the extension line molding were visible inside the luer hub. The separation point of the extension line appeared rough and jagged. The catheter body measured 214mm which is within the specification limits of 207-227mm per catheter product drawing. The proximal extension line outer diameter measured 2.137mm which is within the specification limits of 2.13-2.21mm per proximal extension line extrusion graphic. The proximal extension line inner diameter measured 1.4478mm, which is within the specification of 1.42-1.50mm per proximal extension line extrusion graphic. Functional inspection of the catheter was performed per the product IFU, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory arrow raulerson syringe (ars) syringe. The extension line flushed as intended. A manual tug test confirmed the distal extension line was fully secured onto its respective luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.